Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider and manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not like the location. The physician move the ins cephalad.  The issue has been resolved.